Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support during percutaneous coronary intervention (pci). Upon implant of the pump, there were issues with the flow. However, the physician reported the patient did not require higher flow for support. In addition, the patient experienced an access site bleed which was treated by an injection of epinephrine which resolved the bleed issue. The pci was performed and the patient was successfully weaned from the impella cp.

Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon investigation closure, a supplemental MDR will be filed. As noted in the impella instructions for use: impella cp with smart assist system section: general patient care considerations ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output use of the repositioning sheath and peel-away introducer ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Manufacturer narrative:
The pump was started on auto with flows ~2.5 l/min. The motor current appeared steep and lvd pressure was very negative, but correct position was verified on fluoro. Patient only required minimal support, so lower-than-expected flow was not a concern. Low flow while on p-9 support was confirmed on the provided logs. The product was returned and evaluated. A cannula kink was found. Low flow was not reproduced in the lab. The root cause of the low pump flow was most likely a cannula kink. Upon admission to ICU, the patient had consistent bleeding at rfa groin site. The team administered subcutaneous lidocaine with epinephrine, which stopped the bleeding. The patient had known cad and dm. The repositioning sheath was placed, and 4x4 gauze and forward suturing was utilized. There was patient movement during support, and no patient conditions noted. Logs were not applicable for this failure mode. The product (without the introducer) was returned and evaluated. No abnormalities were found with the repositioning sheath. Therefore, the root cause of the access site bleeding was most likely patient movement.